Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not received for evaluation; however, 1 unused companion sample was returned and analyzed. No abnormalities were identified during visual inspection. Leak, clear passage, and clamp functional testing were performed on the sample with no issues noted. The cassette was used with a test homechoice device and no problems were identified during the simulated use. The reported issue was unable to be confirmed and the cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A home patient (hp) contacted baxter to report a system error 2240 (air in line) alarm on a homechoice (hc) machine during patient use and suggested the cassette was contaminated. The hp was admitted to the hospital to be assessed by a nurse. While at the hospital, hp completed his most recent dialysis session. The nurses were not able to confirm the suggestion that the cassette was the cause of the reported condition. There was a patient involved; however, no injuries or reactions were noted at the time of the initial report.